Event description:
It was reported that sterilized water leaked from the valve and it back flowed during water injection. Also stated that the event occurred during pretest and there was no balloon rupture or tear occurred. Per ibc follow up information received on 08mar2023, injection was not possible because water would leak.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterilized water leaked from the valve and it back flowed during water injection. Also stated that the event occurred during pretest and there was no balloon rupture or tear occurred. Per ibc follow up information received on 08mar2023, injection was not possible because water would leak. As per the investigator email received on 06apr2023, it was stated that the water leaked from faulty syringe. Per additional information via email from ibc on 28mar2023, it was confirmed that the event occured during the pretest.

Manufacturer narrative:
The reported event was confirmed ¿ supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. The affected syringe was manufactured. Further investigation is documented. The potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier. Packaging lots number manufactured with affected syringe batches identified and documented. The DHR review is not required and the risk review and labeling review are not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.